Event description:
A falsely elevated cancer antigen ca 27.29 (br) result was obtained on a patient sample an advia centaur xp instrument. The initial result was provided to the physician(s), who questioned the result. The erroneous result was higher than the patient¿s historical result. Subsequently, the sample was repeated on the same instrument and recovered lower than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated br result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated cancer antigen ca 27.29 (br) result was obtained on a patient sample an advia centaur xp instrument. The quality controls (qc) were acceptable on the day of occurrence. Siemens remotely reviewed the instrument¿s event log and found multiple integrity errors for qc and water pressure low errors on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse performed a total service visit (tsv), checked all probes, and replaced the aspirate probe. Then, the customer processed qc, which recovered acceptably. The service activities returned the instrument to normal operation. The cause of the falsely elevated br result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.